Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys hcg + beta test system (hcgb) on a cobas 8000 e 602 module (e602). Both samples were initially processed on a modular pre-analytics system (mpa). The samples were initially tested on (B)(6) 2018. The field service engineer checked the analyzer on (B)(6) 2018 and adjusted the liquid level detection of the sample probe. The samples were then repeated on (B)(6) 2018. The aliquot tube of the first patient sample initially resulted with an hcgb value of < 0.100 iu/l accompanied by a data flag and this value was reported outside of the laboratory to the doctor. The patient had 2 positive home pregnancy tests, so the doctor requested for a new sample to be collected from the patient. The second sample, collected on (B)(6) 2018, resulted with an hcgb value of 102418 iu/l. The laboratory then repeated the primary tube of the original sample on (B)(6) 2018 and it resulted as > 10000 iu/l accompanied by a data flag. The primary tube of the original sample was automatically repeated by a second e602 analyzer with a 1:100 dilution, resulting with a final value of 58116 iu/l. The laboratory then repeated a number of patient samples that were initially tested for hcgb on (B)(6) 2018 and discovered an erroneous result for one additional patient sample. The aliquot tube of the second patient sample, from a (B)(6) female patient born on (B)(6), initially resulted with an hcgb value of 16.33 iu/l on (B)(6) 2018 and this value was reported outside of the laboratory. The primary tube and aliquot tube of the sample were repeated on the second e602 analyzer on (B)(6) 2018, with each resulting as < 0.100 iu/l accompanied by a data flag. The aliquot tube of the sample was also repeated on another analyzer, confirming the value of < 0.100 iu/l. Visible floating material was observed in the primary tube of this sample. No adverse events were alleged to have occurred with the patients. The hcgb reagent lot number was 28429203. The reagent expiration date was asked for, but not provided. Precision studies were performed on (B)(6) 2018 and (B)(6) 2018. The module was then removed from routine use. When reviewing the alarm history, an increased frequency of abnormal sample aspiration and abnormal sample probe movement alarms were observed a week prior to and during the time of the event. The field service engineer replaced the sample pipettor arm. When replacing the part, the engineer noticed a label from a sample had come off and lodged in the sampling area. The observed errors ceased after replacement of the part. The analyzer was placed into routine operation again. The investigation determined that the issue was resolved by the service actions.